Event description:
It was reported that a patient used the ilet insulin pump for approximately two weeks and experienced frequent hypoglycemic episodes, reported persistent audible alarms without a vibrate option, and difficulty securing the pump due to a belt clip that intermittently detached, leading the patient to discontinue use and revert to a prior pump. Symptoms included hypoglycemia. Outcomes included device discontinuation and initiation of the return process. Investigation included complaint intake, review of user feedback regarding alarms and the belt clip, and assessment for potential device performance issues based on similar reports. Investigation of this case revealed that the cause of hypoglycemia was unclear, and the reported alarm burden and belt clip retention concern were consistent with known user experience factors rather than a confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.